Manufacturer narrative:
The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the suresigns vsi - nbp/spo2 indicating the device displays a speaker malfunction inop error message. It is unclear if the device was still able to emit audible sound at the time of the event. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.